Event description:
Implant was placed in pt on 6/10/96 in tooth position #3. At second stage surgery, implant was uncovered and found to be non-osseointegrated. Second stage uncovering was done on 1/2/97.